Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin infection at two infusion sites on the abdomen, which developed after an unspecified duration of pod wear. The patient believed that the reaction was related to the pod adhesive, reporting the development of redness, swelling, and purulent discharge at both sites, which prompted him to seek medical attention. The patient consulted a healthcare provider via virtual appointment on (B)(6) 2026, and was diagnosed with an infection and received an antibiotic prescription. The patient has since begun using tegaderm and reported no further skin reactions.